Manufacturer narrative:
Additional information date of event: it was reported that the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had several alarms during therapy of neosynephrine. The device was swapped out and a bolus of neosynephrine was administered. There was no known patient injury or medical intervention associated with this event. No additional information is available.